Event description:
Home patient reported to the baxter technical assistance line they were getting a check supply line alarm during treatment on homechoice device. Patient reported being connected during prime. No further information is currently available. No patient injury or medical intervention was reported at time of report.